Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the instrument would fire two clips at a time. This happened four consecutive firings. A new instrument had to be opened to complete the case. There was no consequence to pt.